Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and contrast button were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/30/2013 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive up arrow keypad button not able to be duplicated during testing. During testing, the contrast keypad button was found to be intermittently unresponsive which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.